Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. It was reported that the patient was implanted on (B)(6) 2019 with a ncb pp plate. Subsequently patient was revised on (B)(6) 2020 due to fracture during which the ncb plate was explanted. Harm: s3 - bone fracture hazardous situation: implant deteriorates, breaks or loses function postoperatively. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR / ncr review: review of the device history records identified no deviations or anomalies during manufacturing. Raw material certificate: the raw material review showed that according to the document date, the revision of the order specification should be q.20.013 rev. P. The following order specification is shown on the certificate: q.20.013 rev. O. Therefore, the material was tested 100% and accepted into stock (ncr#500062091 & ncr#500062868). Conclusion: it was reported that the patient was implanted on (B)(6) 2019 with a ncb pp plate. Subsequently patient was revised on (B)(6) 2020 due to fracture during which the ncb plate was explanted. Neither x-rays, operative notes, office visit notes, nor device(s) or photos of the device(s) were received; therefore, the condition of the component(s) is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the investigation the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to implant fracture.